Manufacturer narrative:
Evaluation of the returned device found that one of the tines from the guide/inserter had fractured as stated in the complaint. The tine likely fractured due to excessive force or torsional/bending overload. Only the guide was returned and not the anchor or threads. There are warnings in the package insert that state that this type of event can occur: under precautions, ¿surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture and all instruments should be regularly inspected for wear and disfigurement.¿

Event description:
It was reported that patient underwent an acetabular lip stabilization procedure on (B)(6) 2014. During the procedure, the guide fractured and cut the anchor and threads into two pieces. No pieces fell into the patient. The procedure was completed by drilling a second hole and utilizing another anchor.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.